Manufacturer narrative:
According to the customer, on (B)(6) 2023 the "gablofen" was "leaking" on the "distal end of the extension line at the hub/connector between the line and the huber needle". The customer reported after the incident occurred the medication leak was "cleaned" off the patient's skin and a new "gablofen" syringe was put into the pump. According to the customer, "a very minimal amount of the original syringe was administered" and "the full dose (from a new syringe) on the second attempt was delivered to the patient's intrathecal pump". The customer reported no serious injury, medical intervention/attention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023 the "gablofen" was "leaking" on the "distal end of the extension line at the hub/connector between the line and the huber needle".